Manufacturer narrative:
A medtronic representative went to the site to perform an evaluation on the equipment. The representative reported that they sent in the logs for analysis from the imaging system. Currently, no results to the root cause have been determined from the logs that were sent in.

Event description:
A medtronic representative reported that, while in a procedure, when starting up the imaging system. The motion controller indicator bar showed "error initializing collimator." Restarting the system resolved the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The logs showed that e-stop was engaged when autohoming. When this occurs, the device automatically fails the auto-home procedure. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.